Manufacturer narrative:
(B)(4). No parts were returned to teleflex chelmsford for investigation. The reported complaint of iab helium loss alarm is confirmed based on the customer picture provided with the complaint report. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: see MDR# 3010532612-2020-00275 (B)(4) as the reports are related to the same patient.

Event description:
It was reported that when the intra-aortic balloon (iab) was used, the staff experienced helium loss alarms. As a result, the iab was removed and a new iab was inserted using the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4). Other remarks: see MDR# 3010532612-2020-00275 ((B)(4)) as the reports are related to the same patient.

Event description:
It was reported that when the intra-aortic balloon (iab) was used, the staff experienced helium loss alarms. As a result, the iab was removed and a new iab was inserted using the same insertion site. There was no report of patient complications, serious injury or death.